Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to save patient image data. No patient or user injury was reported.